Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during use in a procedure at the user facility, a e-sep pencil burned through surgical sponge. It was reported that there were no adverse consequences and no medical intervention as a result of this event. It was further reported that the procedure was completed successfully, without a delay.

Event description:
It was reported that during use in a procedure at the user facility, a e-sep pencil burned through surgical sponge. It was reported that there were no adverse consequences and no medical intervention as a result of this event. It was further reported that the procedure was completed successfully, without a delay.

Manufacturer narrative:
Correction: h6: device code added based on the complaint investigation. Additional information: h6: the quality investigation is complete.